Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. This device was returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Boston scientific issued a field safety notice in (B)(6) 2018 regarding a subset of devices in the accolade pacemaker family that had experienced an increased rate of premature battery depletion due to a compromised capacitor. Boston scientific's subsequent investigation determined that any accolade family pacemaker built with a specific, discontinued low voltage capacitor is potentially susceptible to this behavior; therefore, boston scientific expanded the advisory population in june 2021 to include all accolade family pacemakers built with this specific low voltage capacitor. This particular device is included in the hydrogen induced premature depletion advisory population. In 2021, a manufacturing improvement was implemented to minimize hydrides in a device component, which when coupled with moisture, can produce hydrogen. Additionally, boston scientific developed and released a software update, which enhanced the accolade product family's existing battery alert to provide an additional method of detecting hydrogen-induced accelerated battery depletion in affected devices.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis.